Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period ((B)(6) 2010) was used as the occurrence date. Reference article: gutierrez-martin, maria a., et al. "Mitroaortic valve replacement after aortic transapical approach failure in a patient with essential thrombocytosis." Interactive cardiovascular and thoracic surgery 11.3 (2010): 360-361. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Per the authors, there was a lack of endothelization observed in the noncoronary cusp area during the intraoperative exploration, which may explain the pv-leak detected. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿¿mitroaortic valve replacement after aortic transapical approach failure in a patient with essential thrombocytosis¿, corresponding author dr. Maria a. Gutierrez-martin et al. A case of a (B)(6) male patient with chronic myeloproliferative syndrome with essential thrombocytosis and severe aortic stenosis, who underwent a transapical aortic valve replacement with a 26 mm sapien valve. The patient developed congestive heart failure and severe paravalvular aortic valve regurgitation diagnosed with echo on pod42. Therefore, a mitroaortic valve replacement on cardiopulmonary bypass was performed with no complications. Per the authors, there was a lack of endothelization observed in the noncoronary cusp area during the intraoperative exploration, which may explain the pv-leak detected.